Manufacturer narrative:
The pod will not be returned for eval. We are unable to evaluate the adhesive pad for any abnormality that may have resulted in the customer's adverse skin condition. It is known and understood by the MFR that, based on customer's individual skin sensitivities, various reactions to the pod's adhesive may be experienced. To mitigate the recurrence of adverse skin conditions, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. A review of lot qualification records could not be performed as no lot number was provided. Note: no mechanical failure of the pod was cited in the report that may have cause or contributed to the customer's high bg levels.

Event description:
The customer reported that by the third day of pod wear, she experienced "a big knot on her arm from the pod" that was "the size of a quarter", there was also "redness the side of the pod." As a result of this skin condition, her doctor had prescribed her antibiotics. She first tried levaquin, which "did not work", she is now on bactrim. Note: at the time of the call, her bg levels were 300 mg/dl. The pod will not be returned for eval.